Event description:
It was reported that the customer received a button error on her insulin pump and could not upload history at her doctor's office. The button error reportedly could not be cleared. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.